Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that cartridge alarm occurred during the load sequence. Additionally, it was reported that a minimum fill notification occurred with multiple cartridges during the load sequence. The customer's blood glucose was 360 mg/dl. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cartridge alarm issue was verified, but the alleged minimum fill notification issue could not be verified.